Event description:
Patient was asymptomatic. Very thin bone made implant preparation very difficult. Upon seating abutment & tightening abutment screw patient could feel pain. Attempting to unscrew also caused pain.